Manufacturer narrative:
Siemens diagnostics is investigating the issue.

Manufacturer narrative:
The original MDR 2432235-2014-00217 was filed on march 10, 2014. Additional information (6/10/14): the discordant false positive patient sample for toxoplasma igg was shipped to the regional site for further testing. The sample was tested for toxoplasma igg using regular and interference blocking tubes. Results from both tubes were negative for toxoplasma igg and the customers results could not be duplicated. Siemens informed the customer that this was an isolated incident. The customer is satisfied and has notified siemens that no further assistance was required. No further evaluation of this device is required. The instrument is performing according to specifications.

Event description:
The customer has obtained false positive results on one patient sample for the toxoplasma igg assay on the immulite 2000 instrument. The lot number of the reagent used is unknown. The patient sample was positive in (B)(6) 2013. A new sample was drawn in january and february and tested and the results were positive. The sample from february was tested at another lab on an alternate platform and the result was negative. It is unknown if the patient results from (B)(6) were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the false positive results on the one patient sample for the toxoplasma igg assay.